Event description:
A patient's nose was observed to be resting on a skull clamp after positioning. There was a moderate laceration (2.5 cm) with minimal bleeding on the left side of the head. The surgeon was informed, the patient repositioned and the laceration sutured with 3:0 nylon. The skull clamp and base unit both showed evidence of having being autoclaved. The locking knob for the rocker arm on the skull clamp was so damaged that it could not be locked. The torque knob tested within specification for aplied force. The base unit's shock cushion showed evidence of damage by excessive heat (probably from autoclaving). It was shrunken and appeared to be chewed up on the inside where it makes contact with the transitional member. This made it difficult to remove the transitional. Because of the poor condition of both devices, no further testing was attempted. Both units will be returned to the manufacturer for repair.upon examination of the three skull clamp pins, two showed some damage at the tip. One was slightly bend but still usable, while the other was blunted and appeared to have a spur on the tip.it is difficult to say for certain why the clamp slipped. It is possible that a combination of a damaged pin, slightly sub optimal placement, plus turning the patient after application contributed to the event. It is not known if the damage from autoclaving occurred before or after the event.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: sterilization, unanticipated adverse reaction - short term. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected but product out of specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.